Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the cartridges are tighter and exerting more pressure than usual on the iol when it exits the cartridge. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).